Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part of a minicap transfer set detached from the line. This was further described as the ¿female connector pops out of the main body during disconnect¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one actual device was received for evaluation with a patient connector from a home choice cassette attached. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The transfer set was connected and disconnected by hand using the returned patient connector with no issues. The reported condition of separation was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.